Event description:
The caller reported encountering multiple occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by performing the fill tubing step again and resumed insulin administration. There was no additional assistance requested by the customer.